Event description:
It was reported that while in the cath lab the nurse practitioner and doctor prepped the intra-aortic balloon (iab). The sheath was inserted into the patient's femoral artery. As the iab was being inserted into the sheath the iab bunched up and as a result, the iab was unable to be inserted. The iab was able to be removed from the sheath without difficulty. Per the (B)(6), the iab was removed and a second iab was inserted through the sheath and into patient without difficulty. There was no reported patient death or injury. Medical / surgical intervention was not required. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. There were no reported patient complications and the patient outcome is good. Additional information received on (B)(6) 2012, from the sales rep stated the iab was prepped per instruction.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.